Event description:
Patient with a complaint of recurrent urinary tract infections and anterior vaginal wall mesh erosion after a perigee anterior repair in 2008 status post one prior attempt at vaginal mesh excision. There were 2 discrete spots of mesh erosion on the anterior vaginal wall, both of which were at the midline at approximately 1 to 2 centimeters proximal to the urethrovesical junction. One of these was a very small pinpoint area and then there was a larger piece of eroded mesh approximately 1 centimeter proximal to that.